Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false bradycardia episode. It is reported that the icm shows possible undersensing of qrs complexes between premature ventricular contractions (pvc). The icm remains in use. No patient complications have been reported as a result of this event.